Event description:
The following has been reported: we received this pump in early 2024, when we tried to turn it on, an error code appeared saying air bubble. We never managed to get it to work. No patient is involved. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.